Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned to the co. Results of investigation conducted by appropariate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, slightly; clip in jaw, yes; clip stack pressure, good; clip staging, good; clip track location, good; condition of cartridge cover tabs, good/forward and total # clips remaining, 17. Functional tests & results: anti-backup functional, yes; clip form properly, yes; clip feed properly, yes; cylce applier, yes and lockout functional, yes. Analysis conclusion: based upon inquiry info received, visual examination and functional test, no conclusion could be reached as to what may have caused reported incident during surgery. Applier was received with shaft bent upwards at approx a 5 degree angle, which caused cartridge cover to shear forward slightly. Outerwrap was buckled at sides, approx a 1/2" from body. Applier was cycled, fed, and properly formed remaining clips within design specification, despite gross distortion to cartridge. No conclusion could be reached how damage to cartridge may have occurred. Each instrument is evaluated during assembly process to ensure that it functions properly. Applier body may become bowed if pressure is appled to front of shaft assembly and torquing motion is applied to handles, which may cause body assembly to bow or flex open. Co strives to understand each incident as ti occurs in order to continuously improve co's products.

Event description:
It was reported the device was used in a coronary stent artery bypass graft procedure. It was reported the clips were crossing when the mcs20 handle was closed. Another mcs20 was used to complete the case. There was no consequence to the pt.